Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered implant (nt413) and one unknown legacy biomet screw were returned for investigation. Visual evaluation of the as returned products identified a fractured screw in the implant drive feature, and some gouges/damages around the external threads. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) & complaint history review (unknown lb screw): DHR and complaint history review could not be performed as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, screw fragment was stuck in the implant drive feature and couldn¿t be removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since the reference and lot number are unknown, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the screw fractured inside the implant and doctor was not able to remove the fractured portion from the implant, so the implant was removed.